Event description:
It was reported that there was varying impedance from the lead. During removal it was noted that the proximal part was fractured and the coil was noted to be "a little bit uncoiled." The lead was extracted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and revealed that the defibrillation conductor was fractured. It was noted that the defibrillation conductor was distorted, had blood/body fluid (not obstructed), the outer insulation was torn and breached depression, there was tissue on the helix, and the lead was stretched. The analyst visual comment revealed: could not determine the anchoring sleeve fixation site. .